Event description:
On (B)(6) 2022 information was received from a healthcare provider regarding a patient who was implanted with an implantable neuros stimulator (ins) for failed back syndrome - other. Caller states ins is 'not functional'. Technical services (tss) asked what that means, caller said it is 'not working', caller could not confirm eos. Tss reviewed ins likely eos, pt not elig for a wrist scan. On (B)(6) 2022 additional information was received from the patient reporting that about 3 to 6 months after the implant was put in it did not work right like the temporary one did. It quit working all together about 3 years later. The cause of the implant not working was reported to be due to a different surgeon x-raying the patient and telling them that the 2 wires were not in the same position as the temporary ones were. The implant and wires were going to be completely removed soon.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30 lot# serial# (B)(4) implanted:(B)(6) 2008 product type lead product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2008 product type extension product ID 3708160 lot# serial# (B)(4) implanted: (B)(6) 2008 . Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4) ubd: 05-feb-2012, UDI#: (B)(4) ; product ID: 3708160, serial/lot #: (B)(4) ubd: 05-feb-2012, UDI#: (B)(4) ; product ID: 3708160, serial/lot #: (B)(4), ubd: 05-feb-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.